Event description:
The customer stated that the insulin pump was giving an alarm on the screen but the audible tones were not working. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore considered this report complete to the best of our knowledge.